Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device during an acute aortic dissection. Follow up communication with the user facility reported the following information: about 30 minutes after ecc, co2 transfer became insufficient; there was no problem with o2 addition; during operation, there was a co2 gas sweep in the operative field; when pco2 increased up to approx. 80mmhg., the oxygenator was replaced with a new capiox fx25; there was some blood loss, volume was not available; after the replacement, there was no issue in the gas transfer performance; the operation was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
(B)(4). There was some blood lose, exact amount is unknown but was stated it may be more than 260ml. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt did not find any visible anomaly. The actual sample was rinsed with saline solution and subjected to another visual inspection. Slight amount of fiber-like thrombus was found to have been formed on the bottom area. The actual sample was tested for its gas transfer performance by bovine blood. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting manufacturing specifications. Review of the device history record confirmed that there was no indication of production related problem. A search of the complaint file did not find any other report with the involved product/lot # combination. Although the exact cause cannot be determined based on the available information, as a cause of the reported increase in paco2, the following factors may have occurred simultaneously; a sweep co2 gas in the operative field and the co2 gas was added into the intrathoracic and intracardiac blood, which was then suctioned into the reservoir and flowed into the oxygenator module; a lowered temperature in the circulation made it difficult for co2 gas to be removed; and an administration of myelon increased paco2. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. Device labeling does address the potential for such an event in the instructions-for-use by statements such as: "measure blood gases and make necessary adjustments as follows. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow". All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).